Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance. H6: medical device problem code 1494 - indication for use.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device using a large-bore sheath after an interventional procedure. Reportedly, after the lever was closed, resistance was met while removing the device. Upon withdrawal, it was noted that the feet did not close, leading to vessel dissection and alteration in vital signs. An emergency ultrasound was performed. It is unknown what treatment, if any, was administered for the dissection and the alteration in vital signs. A new proglide device was used to achieve hemostasis. A delay in the procedure was reported, although there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed due to the condition of the device. The difficult to remove is related to the circumstances of the procedure and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, there was resistance when attempting to remove the device from the patient anatomy. It should be noted that the electronic perclose proglide instructions for use (eifu), states: ¿to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerking type movements with the suture limbs.¿ the IFU violation did not contribute to the difficulties. Reportedly, only 1 proglide smc device was used with a sheath over 8f. It should be noted the electronic proglide instructions for use (eifu), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ in this case, the IFU violation did not contribute to the difficulties. The patient effect of dissection is listed in the perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the guide broke during insertion or during deployment of the needles, or during removal of the plunger. A guide break will prevent the foot from closing inducing a difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.